Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A patient had a revision surgery of the right hip (stem and head) due to a mechanical issue. Update 02 aug 2017 : the reason for revision is left hip stem loosening.

Manufacturer narrative:
The complaint description states that a patient had a revision surgery of the right hip (stem and head) due to a mechanical issue. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.